Event description:
It was reported that before the procedure the device shorted out. No user injury reported.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting.